Event description:
On (B) (6) 2008, the pt reported the insulin infusion sets from the box she is currently using are not properly adhering to her body. She stated the sets she is currently using are falling out. The sandwich method was discussed with the pt and a complimentary box of infusion sets along with a box of tegaderm dressing were sent to the pt. On follow up with the pt, she stated she has not had any issues with the new box of infusion sets. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.